Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. There was no frozen screen on the device. The insulin pump passed the rewind, displacement, priming and excessive no delivery tests. There was no excessive no delivery alarm on the device. The insulin pump had minor scratches on the display window and cracked reservoir tube lip.

Event description:
Customer reported via phone call no delivery alarm, high blood glucose and button error alarm. Customer's blood glucose level was 33 mmol/l. Customer treated their high blood glucose with manual injections. Customer advised they were unable to troubleshoot the no delivery alarm as a result of keypad anomaly. Customer advised the buttons were unresponsive and they were unable to clear the alarm. Customer advised the esc button was unresponsive and sometimes the up and down arrows did not work. Customer changed out their set and declined to return the infusion set and reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The information provided for date of this report in the initial medwatch report was incorrect. The correct information has been provided with this report.